Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however only 1 other incident related to implant loosening. Total for lot number:2 (com-043376, com-151201) complaints received by cmw in the last 12 months for this issue ¿ by product code: 129 by product family: 202 (69x smartset ghv, 133x smartset gmv) device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 19 august 2019 for MDR reportability. On (B)(6) 2014, the patient underwent a left knee arthroplasty due to degenerative arthritis and varus knee alignment. The surgeon reported that the surgery was more complicated due to the patient¿s morbid obesity. Attune knee system and 2 smartset cements were utilized during the procedure. On (B)(6) 2017 the patient had a right full knee revision to address aseptic loosening of the tibial component at bone/cement interface, pain and instability. The insert and femur were removed without any allegations of deficiency. The patella remained in-situ. Depuy components and depuy cement x2 were used during the revision. Doi (B)(6) 2014 dor: (B)(6) 2017 (right knee).